Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 was displaying an unknown error message, battery indicator, and does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall when the alleged issues began. The patient indicated she manages her diabetes with 15 units of lantus, glyburide, and metformin (dosages not specified); however, the patient denied taking any action in response to the alleged issues. As a result of the reported issues, the patient claimed she developed symptoms of nausea, vomiting, and shaking at an unknown date/time later. The patient, however, denied she received any form of treatment after the alleged issues began. At the time of troubleshooting, the csr noted that the subject meter's battery was not replaced per the owner's booklet recommendation. The patient did not have a new battery at the time of the call. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.